Event description:
A malfunction on the pump was reported by the caller, with incidents occurring on (B)(6) 2025. There was no adverse impact to the customer's blood glucose level. The caller reset the pump before contacting technical support, and the malfunction code did not recur. Technical support advised the caller to continue using the pump and to contact them if the malfunction code appeared again. The caller acknowledged and understood the instructions.